Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
During an attempted placement of a zenith tx2 taa endovascular graft proximal component, the physician encountered difficulty advancing. The device would not advance through pre-existing aaa graft. Physician noted the patient's blood pressure was dropping significantly and converted to open surgery. Patient expired on the table.